Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: the analysis results found that the pve35a device was returned inside its package opened. The package was visually inspected, the seal area was inspected and evidence of being properly sealed was found in the package. No conclusion could be reached as to what may have caused the reported incident. The reported complaint could not be confirmed. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Device history lot: a manufacturing record evaluation was performed for the finished device lot r92c4z number, and no non-conformance were identified. Device history batch: a manufacturing record evaluation was performed for the finished device batch r57a6z number, and no non-conformance were identified.

Event description:
It was reported that during an unknown procedure, the products had the primary packaging open. Patient consequences were not reported.